Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue during priming process. Customer stated that insulin was not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. The customer stated that they were not able to exit the load reservoir process or preparing to prime loop. No harm requiring medical intervention was reported. The device will be returned for analysis